Event description:
I have saline implants that are mcghan and 19 years old. Capsular contracture noticeable. Several medical issues that are unexplained but documented. Planning to explant this summer in the hopes to avoid further deteriorating or life threatening issues.